Event description:
Settings were provide but no additional information regarding the patient's passing has been received to date.

Event description:
It was reported that a patient had passed away as a result of cardiac arrest from a seizure. It was stated that he lived in a residential school and was checked on at 6:40 am and was ok and then at 7 am was found in cardiac arrest, presumed to be because of a seizure. They managed to get a heartbeat back and he was taken to ICU where care was later withdrawn. It was noted he had a sentiva device implanted in (B)(6) 2018 and was last seen in (B)(6) 2018 and was ok. No additional or relevant information has been received to date.